Event description:
After an arteriovenous graft (avg) surgery of the left arm, abnormal blood flow levels were observed. Upon cutting it open, it was discovered that the middle part of the graft was torn. By visual inspection of the graft, both of the inner and outer surface seems to be torn. To verify the graft, the end of vxt 22115, which had been removed, was replaced with vxt 22012, and the graft was reconnected. The surgery was delayed by 30 minutes to 1 hour with no patient harm.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Corrected section: b1 & h1.

Event description:
N/a

Manufacturer narrative:
Investigation summary: ¿after an arteriovenous graft (avg) surgery, abnormal blood flow levels were observed. Upon inspecting the graft, it was difficult to verify the issue with the naked eye. Upon cutting it open, it was discovered that the middle part of the graft was torn. To verify the graft, the end of vxt 22115, which had been removed, was replaced with vxt 22012, and the graft was reconnected¿. A review of the inside and outside of the returned graft did not identify any defects or abnormalities in the graft surface that suggests that the graft was not manufactured properly or a defect in the graft was not identified during any of the manufacturing inspections. The graft wall thickness was concentric around the entire circumference of the graft. As the returned graft did have a cut section the complaint is confirmed however no evidence has been identified to suggest the graft left the manufacturing facility in that state. The user did not note any damage to the graft before it was pulled into place and trimmed. The information provided and investigation of the returned product suggest the damage seen occurred after the device was removed from the package. The DHR for lot 503575 and relevant subassemblies were reviewed and no anomalies in manufacturing were found. No ncrs were identified for any of these lots. There is no evidence to suggest that manufacturing, equipment, or design are related to the complaint root cause. The IFU av access arm loop graft placement states the following: 4. Using sharp surgical scissors carefully cut the clear sheath in the mid portion of the loop so that each end of the sheath can be removed separately from the proximal incision site. Do not cut any portion of the graft wall when cutting or separating the sheath in the mid portion of the loop graft.¿ the IFU provides adequate instructions, warnings and precautions for the use of this device. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level and there were no trending excursions. Based on the details of the complaint and investigation of the returned product it is likely that the graft was accidently cut when removing the clear slider sheath after tunneling the graft. In this regard the root cause would be considered user error.

Event description:
N/a.